Manufacturer narrative:
This report is being filed on an international product, list number 02k91-28 that has a similar product distributed in the us, list number 02k91-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated architect ca19-9 result of around 700 u/ml was generated on a patient that had been running around 15 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
No patient returns were available for investigation. Customer complaint data was reviewed and no adverse trends were identified. A device history record review was performed, which did not show any potential non-conformances, deviations, or nonconformances. To investigate the customer's issue, historical performance of architect ca 19-9xr reagent lots was reviewed using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the reviewed lots are within the established control limits. Therefore, no unusual reagent lot performance was identified. The architect ca 19-9xr reagent labeling was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect ca 19-9xr assay was identified.